Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the metal cap exhibits mild char on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 261,567 joules of use and 35:33 minutes, "forward firing" was observed. The fiber tip (cap) was cleaned during the procedure. The procedure was completed with a second fiber. "No injury" reported.